Event description:
At bench repair there was an issue found with no audio from the mx40. It is unclear whether the device was being used on or off the network at the customer site. If there was no patient involvement. There were no reports of a patient injury or harm.